Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38mg/dl to 48mg/dl. Customer's blood glucose at the time of call was 107mg/dl. Customer stated that the insulin pump is giving too much insulin and that the low blood glucose happened out of nowhere while she was sleeping and also had to call emergency services three times. The customer stated that they have taken glucagon. Customer was assisted with troubleshooting to determine over delivering. Customer stated that they did not want to continue troubleshooting and wanted replacement. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and the displacement accuracy test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with a basal profile of 1u/h and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at the insulin pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.